Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with smartablate pump tubing where it was noticed that residue was present inside the tubes. The complaint product was inspected, and bits of reddish material were found embedded into the drip chamber. No floating particles were found in the tubing itself. The reddish material is too small for ftir analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint is confirmed.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with smartablate pump tubing where it was noticed that residue was present inside the tubes. Prior to the case, residue was found inside the tubing, so it was not used. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint, however, no further information has been made available. Foreign material in the tubing set increases the chance for embolism or stroke. As a result, this event is MDR reportable.

Manufacturer narrative:
In the initial 3500a, it was mistakenly stated that the device had not been returned to biosense webster for evaluation. The device was actually returned on 8/5/2016. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).